Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 1100 mg/dl. The mother felt that the insulin pump was not delivering the basal rates. The mother also stated that the diabetes educator conducted troubleshooting, and felt that the insulin pump was not working properly. The mother requested a replacement insulin pump. Nothing further was reported.